Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cadd pump alarmed with error reading: "no disposable clamp" FDA safety . It is unknown if there was patient, or clinician injury associated with this occurrence.